Event description:
It was reported that the patient presented for a routine generator change. Prior to the procedure, it was noted that the right ventricular lead exhibited high capture threshold and high pacing impedance. The lead was capped and replaced on 09 jun 2023. The patient was stable.